Event description:
The customer reported the fluoroscopy live image was frozen and failed to update. No reports of a pt serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor required replacing. This will be completed on a future date.